Event description:
It was reported by service report that the nurse call was not working. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Docker cable. Jack screws. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.